Manufacturer narrative:
The field service engineer performed preventive maintenance, replaced the sample and reagent probes, and adjusted gear pump pressure. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Other text : na.

Event description:
There was an allegation of questionable results from a cobas 8000 cobas c 502 module. The initial crej2 creatinine jaffé gen.2 result was 317 umol/l and the repeat result was 83 umol/l. The initial ureal urea/bun result was 14.9 mmol/l and the repeat result was 7.9 mmol/l. The questionable results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but were not provided.